Event description:
Medtronic received information that during use of this bio-console instrument, tx-50 and external drive motor a repetitive backflow alarm occurred. The reason for the alarm is unknown. The instruments were replaced with back-ups and there were no resulting adverse patient effects. Additional information: the emergency hand crank was not used during the procedure.

Manufacturer narrative:
Device evaluation summary: the reported repetitive backflow alarm was not verified during service. The service technician was unable to confirm the reason for return. The service technician found that the instrument had internal damage. The damaged appeared to be shipping damage as base was not returned in the proper packaging. The issue was resolved by replacing the lower housing and blind connector. The batteries were replaced as part of the preventive maintenance. Preventive maintenance, final performance inspections and tests were completed with no additional issues noted. Conclusion: the complaint for the reported repetitive backflow alarm was not verified during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: this unit was manufactured in 2014; batteries re to be replaced every 4 years per the preventive maintenance schedule. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.